Event description:
It was reported that the patient was in a coma and she had to deal with ¿a lot of pain.¿ the pump was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).